Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received reported that there were no complications. The pocket site was opened and everything reportedly look ed intact. A dye study was notably completed successfully with no issues noted. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Analysis of the pump found a non-significant anomaly of a pump head crease on the pump tube near the outlet. Analysis of the catheter found a non-significant anomaly of the catheter body was torn or broken or melted at or after explant, and did not affect infusion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the actual residual volume (arv) was greater than the expected residual volume (erv) with respective volumes of 18 and 9.6 mls. It was noted that there was no therapy or medical problem as "after several dose adjustments" the patient was at the appropriate therapeutic dose and doing "much better". It was noted that the volume discrepancy was believed to be related to the catheter issues. A catheter revision was noted to have been completed on (B)(6) 2014, and the patient had been getting good therapy since the last dose adjustment on (B)(6) 2014. It was noted that the volume for what should have been delivered from (B)(6) 2014 up until the revision on (B)(6) 2014 nearly matched the volume of the discrepancy. It was noted that based on this information, the pump and catheter appeared to be functioning as expected since the revision. It was noted that the patient was switched from gablofen to lioresal on (B)(6) 2014.

Event description:
Additional information received reported a catheter revision did not occur on (B)(6) 2014. Exploratory surgery had occurred and no problems had been found by the surgeon. The surgery had occurred after a "questionable" spiral CT had been done on (B)(6) 2014. The surgeon didn't find anything wrong with the pump or catheter in the surgery. It was reported that the volume discrepancy didn't occur until after the exploratory surgery. The cause of the discrepancy was unknown. The patient's dose had been increased after a call on 2014-06-20 was received regarding high volumes and no change in spasticity. As of (B)(6) 2014 the patient's lioresal dose had been increased again. In terms of what symptoms the patient had experienced, continued tightness in their lower extremities was reported despite increases in the dose as well as a higher than normal residual volumes at refills. The catheter issue was not yet determined. The indium dye study that was done on (B)(6) 2014 showed that drug was reportedly moving but "limited". It was further reported the results stated "activity in the pump and faint amount of activity within the spinal thecal sac". In terms of what interventions had occurred, the next step that was still pending was that the health care provider (hcp) was consulting neurosurgery to determine if additional testing was recommended. For the patient's outcome, it was noted they still continued to have tone/spasticity in their lower extremities. No further information was provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
It was reported that a change in therapy effect occurred. The patient seemed to have some initial benefit when the pump was implanted but after increasing the dose significantly they decided they had to increase the concentration to 2000mcg/ml and two weeks after that the therapists noted they saw a decrease in effect. An exact refill date wasn¿t specified but it was noted the changes would have been in the april timeframe based on the implant date. On the date of this reported, a spiral CT was done and it was noted that the contrast was pooling around the pump and none appeared to be going through the catheter. The health care provider (hcp) was able to aspirate approximately one milliliter from the cap (catheter access port) prior to injecting contrast. It was reported that the patient was ¿somewhat¿ verbal and did not report any itching but it was more that they were not seeing any change despite dose increases and reports from the therapists that he patient seemed to be doing worse after the concentration change for ¿whatever reason¿. The hcp wanted to prime the catheter after the CT study. The reporter planned to discuss the findings with the neurosurgeon and decide the next steps to take. It was lastly reported the volumes matched when the hcp did the refill and she checked the logs and didn¿t see anything unusual. The device system was used to deliver lioresal. On (B)(6) 2014, compatibility guidelines were requested for catheter repair kits and catheters. Product compatibility was reviewed for pump segment ascenda revision. The device manufacturer representative didn¿t know who the managing hcp was and had no information regarding ¿the case¿ but planned to report back. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported they were still experiencing volume discrepancies. It was noted on (B)(6) 2014 there was a first refill post pump implant and the concentration was changed from gablofen 500ug/ml to lioresal 2000ug/ml. The expected residual volume (erv) was 19.6cc and the actual residual volume (arv) was 20cc at that first refill. At the second refill on (B)(6) 2014 the erv was 9.6cc and the arv was18cc. It was further reported at the third refill on (B)(6) 2014 the erv was 4.5cc and the arv was 14.5cc. On the date of this report at the refill the erv was 8.4cc and the arv was 18cc. The patient's tone was not getting better and in fact was getting worse in the patient's legs. There was no pruritus or other symptoms, but two weeks ago the patient became lethargic and went to the emergency room (ER). This was a onetime occurrence. A urinary tract infection (uti) was ruled out and they were questioning dehydration as a cause. The healthcare provider (hcp) would not increase the dose any more because he did not know where the drug was going. The spiral CT catheter dye study was done while the patient was in the hospital. The prime of the catheter post procedure was delayed two hours so they calculated what the volume to prime should be. It looked like there was something wrong with the catheter so exploratory surgery occurred where there was nothing abnormal found. On (B)(6) 2014 an indium study was done where they found a scant amount of fluid and other related findings. The patient was back again on (B)(6) 2014. Further information regarding this visit and the results of the indium study were not provided and the patient's outcome and further interventions were unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the actual residual volume (arv) was 14 milliliters (mls) and was greater than the expected residual volume (erv) of 4mls. This was at the refill on or around (B)(6) 2014. At each refill they were pulling a significant amount of drug more than what they were expecting and the "last three refills were off." The patient's symptoms were sporadic, but he was getting some therapy. It was noted the patient had a sudden and gradual loss of therapy. The patient had classic signs of withdrawal, "itchy, bitchy, and twitchy." A catheter dye study had been performed and it was unknown when; however the catheter appeared to be functioning. The pump and catheter were explanted and replaced on (B)(6) 2014 and the catheter did not appear to have any damage. They believed that the catheter was not problematic, but wanted it sent in with the pump. There was a consistent discrepancy in the volume of the pump at each refill and the patient experienced intermittent productive therapy and increased spasticity. The decision was made to replace the pump and catheter and send in for analysis. Both the pump and catheter were to be returned to the manufacturer. There were no issues noticed in the event logs. The cause of the issue was undetermined. The patient's gablofen dose was being lowered from 1004 mcg/day to 500 mcg/day and the patient would stay overnight so he could be monitored. The patient's status at the time of this report was "alive-no injury." The patient was doing fine, receiving effective therapy, and recovered without sequela. There was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was another volume discrepancy. The actual residual volume (arv) was great than the expected residual volume (erv). The arv was 14.5ml and erv was 4.5ml. The refill was done on the day of report and this was when the discrepancy was noted. The patient did not have any withdrawal symptoms but did state the patient continued to have leg tightness which had been since implant despite the dosing increase, it continued. The pump logs were checked and no motor stall had been seen. Additional information was provided regarding the exploratory surgery of the pocket in (B)(6) of 2014, it was reported that the patient has swelling at the pump pocket and noticed their spasticity was not responding to dosing increase. During the surgery they found that the catheter was found to be patent and the fluid was diagnosed as a serous and the patient was thought to have a seroma. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.